Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the manufacturing date for the reported meter is unknown.

Event description:
A customer reported, they kept receiving readings around 70 mg/dl on their blood glucose meter and as a result, they kept eating sugar. The customer additionally reported, they experienced symptoms of hyperglycemia and paramedics were called. The customer also reported that at the hospital a lab test was performed, and a blood glucose result of 1000 mg/dl was obtained. It is unknown the time when the reported readings were completed. The customer also reported being diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Event description:
Allegedly this component was removed during the revision of another component..

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.